Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c9299m, xtrasharp 15° great white, 4.2 mm, was being used during a knee arthroscopy procedure on 3feb25 when it was reported, ¿surgeon was doing a knee scope with a curved great white and the tip came off the shaver. Surgeon had radiology to bring an ii machine in and use it to find the tip as it had gone around to the back of the knee. Once they removed the tip, they completed the procedure. Unfortunately, they disposed of the blade by the time (sales rep) was notified.¿ the procedure was completed; however, the incident caused a 20-minute delay. The patient status was reported as having no complications. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.